Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the pump's black box data from the date of the event had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2014 was 36 mg/dl with sweating, dilated pupils, confusion, and cognitive impairment. It was reported the patient was given treatment by consumption of carbohydrates, which elevated their bg to 259 mg/dl. The reporter noted the patient remained on pump therapy, and the pump¿s settings were not recently changed. The reporter stated the alleged bg excursion was due to miscalculation of carbohydrates and other factors not related to pump function. It was noted by the reporter that the patient had performed the fill-cannula step of the prime sequence while attached and delivered 0.3 units of insulin. Troubleshooting was unable to be completed. This complaint is being reported because pump use error could not be ruled out as a contributing factor to the alleged hypoglycemia w. There was no indication or allegation of a pump malfunction.